Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patients ipg was protruding to the surface of the skin. The ipg programming report was downloaded and analyzed. The patient was scheduled for revision to address the protrusion.